Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to motor encoder signal out of phase. The motor position encoder error alarm and the check setting alarm were unable to be verified due to constant motor error alarm. The basic occlusion, occlusion, priming, excessive no delivery and displacement tests were all unable to verified due to motor error alarm. The device was received with minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 160 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days. Customer alarm history showed a motor position encoder error and check settings alarm. Troubleshooting for check settings alarm was performed. Alarm did not occur after setting the time and date on the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.